Event description:
The hospital emergency room staff attempted to administer external pacing to a pt delivered by ambulance. The pt had been treated for cardiac arrest by paramedics prior to arrival at the hospital. When the operator attempted to increase pacing current, the device allegedly failed to increase above 0 milliamps and a pacing leads off alarm was observed along with the audible warning tone and use of the device was inhibited. The pt was not resuscitated. The attending physician indicated the reported malfunction did not cause or contribute to the pt's death.